Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection and x-ray examination found the inner coil to be over-torqued at the connector region. The helix was clogged with blood. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension measured within product specification.

Event description:
During implant procedure, an increase in impedance and capture threshold on the right ventricular lead was noted, and after repositioning the lead the helix could not be retracted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.